Event description:
Found catheter broken on resident in ltc facility. Placed by experinced rn. Third silicone midline brand tried; all are breaking in rptr's population, who tend to pull and tug at their IV's.